Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Paraplegia: the relay pro stent graft was implanted to treat a descending aortic aneurysm that was located around the t9-t10 segment of the thoracic spinal cord. The procedure was successfully completed without any endoleak. However, after the procedure, the patient could not move both legs, and paraplegia in the lower half of the body was identified. Since the patient could move both arms and had a sense of touch in the legs, the patient was transferred to the ICU for observation. Physician's comment: the procedure was performed under the understanding of both the physician and the patient that implanting a stent graft would cover the adamkiewicz artery, which is located at the distal end of the aortic aneurysm. This event occurred due to the implantation of a stent graft, but not because the stent graft was a relay pro. Physician's comment on the causal relationship: there was no direct causal relationship between the device and this event. (This event would have occurred even if it were not a relay pro.) Operation type: tevar. No blood loss. Ancillary device used: 28-n4-32-209-32u (lot: 2410020354). No image available due to hospital policy. No pre-case plan available due to hospital policy. No additional information available due to hospital policy. (Tc# (B)(4))" patient outcome: "the patient has sequela."